Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of exactamix 2400 valve sets had bubbles in port 5. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.